Manufacturer narrative:
Note: follow-up #2 was submitted prior to follow-up #1 due to an administrative error. Follow-up #1 is being filed to correct the sequence and complete the case record. No new safety or additional information is being reported. Evaluation details as stated in follow up#2: the device was received with no damage to exterior front or back. The device was placed on a charging pad for about 30 minutes however it did not power on. A reference battery was used for testing and when installed the device immediately powered on successfully. The cause for the complaint issue was determined to be a faulty battery which will be replaced during refurbishment. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the pump repeatedly powered on, displayed the startup blue wheel, and then shut down when placed on multiple wireless charging pads, indicating a charging and power fault; the user confirmed proper placement, and was advised on shutdown and backup therapy pending replacement. Customer care provided technical troubleshooting with user confirmation of charging setup and alternative charger function, review of device use conditions, and arrangement for device exchange. Investigation of this case revealed evidence consistent with battery charging failure or power management malfunction, not reproducible on other consumer devices using the same charger. No symptoms reported during the event. Outcomes included no medical intervention. It was concluded that the event was related to a device malfunction affecting charging and reliable insulin delivery, with user mitigation and replacement provided.